Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the clip became loose after application to tissue." There was no reported blood loss. There was no patient harm or medical intervention required. The patient's current condition is reported as "fine".